Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported visually significant haze nine months post photo refractive keratectomy (prk) enhancement in a patient's right eye. Patient was lost to follow up for nine months due to travel. When haze was noted, the patient was prescribed topical steroids. The patient was instructed to taper the steroid medication and to wear ultraviolet protection. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Corneal haze is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).